Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission revealed implantable cardioverter defibrillator was past paced t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. The low frequency attenuation filter was programmed on the reprograming suggested by technical service were done during the device check and would be discussed with the following physician. No reprogramming has been reported.